Event description:
During device evaluation, it was observed that the bronchovideoscope distal end cover (c-cover) was scorched, and a blackout occurred upon startup. There were no reports of patient involvement.

Manufacturer narrative:
Based on the completed investigation, the scorched distal end cover was likely caused by the use of a high-energy treatment tool (e.g., high frequency) without maintaining sufficient distance from the tip. The cause of the blackout upon start-up could not be established. While the root cause of the reported malfunctions could not be definitively determined, the issues are most likely attributable to component damage. The event of the scorched distal end cover can be detected/prevented by following the instructions for use which state: bf-1t260 operation manual:chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope bf-1t260 operation manual:chapter 4 operation:4.2 using endo-therapy accessories should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.